Manufacturer narrative:
Become aware date is (B)(6) 2017. The bench repair technician confirmed the reported problem and replaced the blower assembly to resolve this issue.

Manufacturer narrative:
This customer returned blower assembly was tested and no failures were identified. This customer returned cpu pcba was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the blower is not running. There was no patient involvement reported.